Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
Device history review is not required as the event description does not indicate a potential manufacturing issue. The event indicates presence of conduction disturbances, which are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, the patient required temporary pacing support. It was not reported what type of arrhythmia the patient experienced that required temporary pacing support. 25 days later, a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.